Event description:
Reporter initially noted surgeon could not release the cataract; had to cancel all cases. No injury reported. Add'l info received 11/28/2003 noted this pt had retained nuclear material and required second surgery posterior vitrectomy. Pt improving slowly, va 20/60. Prognosis is good.